Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump buttons harder to press and reservoir sounds more sluggish. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump takes a minute for start every time when changes the battery and the insulin pump more slow when rewinding. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device powered up properly after the test battery was installed. No power up anomaly noted after the test battery was installed. Device responded properly to button presses. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. No drive/motor anomaly, unexpected motor noise anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.